Event description:
Boston scientific received information that this patient¿s right atrial (ra) lead was not fully inserted into the header of this device. A high out of range pacing impedance measurement of greater than 2000 ohms, loss of capture, and oversensing of noise was subsequently observed on the ra channel. No intervention has been performed at this time and the device was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.